Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative:h3, h4, h6-upon inspecting the images provided, the locking screws were observed to be broken at the head. However, the root cause for the reported issue cannot be determined from the available information.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.during the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed.a DHR review could not be performed as the device lot number is unknown.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Of the 1 devices reported 0 devices were received for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range (B)(6).